Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the foreign material (crystallization) in the insertion tube, a definitive root cause could not be established and type of foreign material could not be determined. Based on the results of the investigation of the burnt distal tip, a definitive root cause could not be determined. However, it is likely it was caused by a high-frequency instrument without sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: gastrointestinal videoscope olympus gif-lv1 operation manual chapter 3 preparation and inspection. Gastrointestinal videoscope olympus gif-lv1 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The event is detectable/preventable by handling the device in accordance with the following IFU: gastrointestinal videoscope olympus gif-lv1 operation manual chapter 3 preparation and inspection. Gastrointestinal videoscope olympus gif-lv1 operation manual chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited crystallization (foreign material) in the insertion tube. Additionally, the distal end was observed to be burnt. There was no patient involvement.